Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be definitively confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, it is unknown if the dispenser hoop was flushed before removing the guidewire, flush was given inside the microcatheter at the time when the guidewire was inserted, there was no resistance when the guidewire was taken out of the dispenser hoop, the guidewire was shaped 45 degree. The torque device was not used with the guidewire. There was no friction or resistance felt at the hub, the introducer sheath was used, when inserting the guidewire. The patient¿s anatomy was normal. The coating that peeled off on the subject guidewire was probably ptfe coating, the color of the coating that peeled off is unknown. The patient condition following the procedure was no health damages. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the as analyzed event guidewire ptfe coating peeling.

Event description:
It was reported that when the physician used an introducer sheath to insert the subject guidewire into the microcatheter, the ptfe coating of the subject guidewire peeled off. The subject device was replaced and the procedure was completed successfully with no clinical consequences to the patient.